Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar configuration due to consistently high out of range impedances greater than 3000 ohms. The plan was to program the device to unipolar pace and bipolar sense, however since being programmed to this configuration the sensing had changed from 12.3mv to 2.0mv. The lead remains in-service. No adverse patient effects were reported. Additional information was received that another rv lead safety switch had occurred in (B)(6) 2020, and when in the clinic it was determined that the lead was fractured. The device was programmed to provide therapy in the atrium only as the patient had an intact avn conduction. The lead remains in-service at this time and did not plan to be changed out at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar configuration due to consistently high out of range impedances greater than 3000 ohms. The plan was to program the device to unipolar pace and bipolar sense, however since being programmed to this configuration the sensing had changed from 12.3mv to 2.0mv. The lead remains in-service. No adverse patient effects were reported.